Event description:
The patient stated that in 2007 his infusion device displayed unknown icons on the screen. He stated, that he replaced the power pack and the infusion device functioned properly. The power pack had been in use for 10 days. The patient stated, that he did not receive any warning errors alerting him that his power pack was low. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.